Event description:
It was reported that the customer had a motor error alarm during basal delivery on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer declined replacement and will call if issue recurs. The customer was advised to monitor insulin pump and if issue recurs call help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.